Event description:
Reportedly during articular surgery the needle broke. The breakage required a change of operating mode and completion of the operation was done under arthroscopy. Reported extension of surgical time by one hour. No add'l info was available.